Manufacturer narrative:
(B)(4). Batch #: v94p1c. Date of event is 2021. Event day and event month were not reported. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled, and it fed and formed three conforming clips. In addition, the instrument did not lockout. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembly of the device, the ratchet pawl was found to be damaged, causing the lockout feature. No conclusion could be reached regarding what may have caused this condition as no multiple feeds were observed and the device performed without any difficulties noted. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following: "caution: do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the surgeon stated he was able to successfully use device to clip the duct. When he went to clip the artery, no clips deployed. He removed device from patient and fired. At that point two clips came out at once. Tried to fire again outside of patient and device would not work. It is unknown how the procedure wsa there were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/18/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled, and it fed and formed 3 conforming clips; in addition, the instrument did not lockout. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling the device, the ratchet pawl was found damaged causing the lockout feature. No conclusion could be reached as to what may have caused this condition. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. As no multiple feeds were observed and the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. This complaint device was found to have the lockout pocket of the overmold advancer component broken through by the tab of the feeder shoe. This damage allows the feed bar to retract and for the ratchet pawl to disengage from the trigger insert resulting in no lockout. The lockout pocket damage can only be caused during the last clip firing by rapidly releasing the trigger. Based on this information, the non-functional lockout observed during analysis was user-related. While damage was observed to the ratchet pawl, the anti-backup was able to function properly during analysis and the non-functional lockout was found to be related to the broken lockout pocket of the advancer so the damage was not significant enough to cause any functional issues. H10.